Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("one of her essure coils could not be visualized") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine bleeding, dysmenorrhea and cyst ovary. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), anxiety ("anxiety"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure/ total vaginal hysterectomy, right salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal distension, abdominal pain, anxiety, device dislocation, discomfort, dyspareunia, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils properly placed [ultrasound scan] in (B)(6) 2016: results: essure coil could not be visualized concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2020: pif received. Essure removal was done for event device dislocation. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("one of her essure coils could not be visualized") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine bleeding, dysmenorrhea and cyst ovary. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criterion medically important), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), anxiety ("anxiety"), fatigue ("chronic fatigue") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove essure/ total vaginal hysterectomy, right salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, device dislocation, discomfort, dyspareunia, fatigue, heavy menstrual bleeding, migraine and pelvic pain to be related to essure administration. The reporter commented: plaintiff was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): results: coils properly placed [ultrasound scan] in (B)(6) 2016: results: essure coil could not be visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.